Event description:
It was reported that the ultrasound gastrovideoscope had no ultrasound image with a communication error. There were no reports of patient harm.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the root cause of this occurrence could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final reinvestigation. Based on the results of the investigation, it is possible that the event occurred due to a faulty ultrasonic cable. However, the definitive root cause was unable to be determined since the malfunction was unable to be reproduced. Olympus will continue to monitor field performance for this device.